Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that that insulin pump had blank display. Customer stated that she got low battery alarm and changed the battery and had blank display. Customer's blood glucose was 82 mg/dl. The customer was assisted in troubleshooting and performed self test and the insulin pump passed. Advised the customer that battery cap would be replaced and to monitor the insulin pump. No further information provided.